Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with biolox prosthesis head. It was reported that the patient is (B)(6) years old. The patient had after 12 years a post-operative dislocation. The date of the initial surgery is unknown. The batch number of the sample is unknown. The acetabular cup and insert are not aesculap products. Pre- revision tests showed no sign of loosening of the stem, and the dislocation was most likely due to chronic wear of the insert over time. The revision surgery was scheduled for 26th february, where the insert and the femoral head will be replaced. A revision surgery was necessary. Additional information was not provided nor available / was not available. The adverse event/malfunction is filed under (B)(4).

Manufacturer narrative:
General information: we received a complaint about a dislocation approx. 12 years postoperatively. We did not receive the components for investigation. Consequences for the patient: post-operative medical intervention was necessary à revision surgery. Investigation: no pictures available. Due to a lack of components, a failure description and the investigation were not possible. Due to the fact that no lot number was provided, a review of the device history records must remain incomplete. Conclusion and root cause: the failure is most probably usage/patient related. Rationale: based on the information provided and without a product for investigation, a clear conclusion can not be drawn. A dislocation can occur due to several reasons e.g.: implantation situation . Patient behavior. Bony changes / change of the position of the prosthesis after the primary surgery etc. It was mentioned that a mix & match situation occurred during the primary surgery. That means that competitor products were combined with aesculap products. Such combinations are no tested and approved by aesculap, therefore it is not clear how they perform. Furthermore it was reported that a possible wear of the competitor insert led to the dislocation. Therefore, there is no direct correlation between the aesculap components and the dislocation to date. Corrective action: according to sop sa-de13-m-4-2-04-000-0 (corrective action & preventive action) a CAPA is not necessary.